Event description:
The user facility reported that the foot/leg section of the surgical table would not move during a patient procedure. The patient was transferred to another table and the procedure was completed successfully; no injuries reported.

Manufacturer narrative:
A steris service technician inspected the table and found the top column shroud section halves had separated at the bottom causing the section to bind with the adjacent column shroud. The technician also noted some dents/abrasions on the top of the table base which were indicative of storage on the base of the table. The technician repaired the shroud section, verified proper shroud alignment, tested the table and returned it to service. The equipment operator manual states (pp. 1-2): "warning- personal injury and/or equipment damage hazard: storing items on table base may result in equipment damage causing inadvertent table movement placing patient and/or user at risk of personal injury. Do not use table base for storage." The technician conducted an in-service when on-site regarding storage on the base; no further issues have been reported with the equipment. The table is not under steris service contract and is maintained and serviced by the user facility.